Manufacturer narrative:
Product event summary - the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed r-wave amplitude decreased from 14.125 miliivolts on (B)(6) 2016 to 1.0 miliivolts on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the implant, it was difficult to keep the patient at rest. The patient apparently touched the pacemaker pocket and the device migrated causing a dislodgement of the right ventricular lead. Lead measurements of the right ventricular lead indicated low sensing and unmeasurable pacing threshold. The device mode was reprogrammed to aai and the patient is being monitored. The device and lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.